Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one of the buttons on an 840 ventilator's keyboard was not functioning properly. There was no patient involvement at the time of the reported incident. The service engineer replaced the keyboard. The service engineer performed testing and calibrations and the ventilator operated within the manufacturing specifications.

Manufacturer narrative:
A keyboard was returned to covidien/medtronic¿s product analysis. An inspection found that one of the keys was intermittently inoperative. The keyboard was installed into a test ventilator for analysis and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was due to expected wear on the keyboard. If information is provided in the future, a supplemental report will be issued.